Event description:
During an oracle procedure at l4-l5, surgeon placed the spacer, the plate and screws. An x-ray was taken and the surgeon determined that one screw appeared to be projecting from the vertebral body anteriorly. Surgeon removed the screw and pt began bleeding. After removing the screws and the plate, the surgeon noted that a vein had been 'nicked.' The surgeon further noted that he could not determine the cause for the bleeding. A vascular surgeon was called to the operating room, the bleeding could not be stopped, and pt was air-lifted to a (B)(6). The hospital reported that the pt expired.

Manufacturer narrative:
Additional info has been requested. Date reported as either (B)(6) 2011 or (B)(6) 2011. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be conducted, no conclusion could be drawn.

Manufacturer narrative:
Date of patient death was provided.

Manufacturer narrative:
Patient weight is unknown. This part is for one (1) 5.5mm ti cancellous locking screw w/stardrive recess. A total of three (3) screws with two (2) part numbers were reported on the o.r. Implant record. Synthes is unable to determine which part number contributed to the complaint event; therefore, all part numbers are being reported as follows: 04.662.135 (5.5mm ti cancellous locking screw w/stardrive recess 35mm) and 04.662.140 (5.5mm ti cancellous locking screw w/stardrive recess 40mm). Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed a lumbar inter-body fusion l4/l5 using a left transpsoas approach. This report is for an unknown cancellous locking screw. This is report 1 of 4 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.